Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that patient was having difficulty with their purewick urine collection system but hung up while on hold before conducting trouble shoot. Patient did not answer their callback. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 17sep2025, the problem with the unit was, it was not sucking up. The tubing clogs up. It¿s just urine that flows in it, but when it clogs up the tubing, it did not suck up all the way. They did all the preventative tests and indicated that it was not sucking up the water test, customer put the phone next to the tubing so they could hear how it struggled. They replaced the unit they sent it back with the tubing and all the numbers they needed. They did not keep a copy. They told to always make sure when it gets changed every day to shake the blue top at least four times and it will reset. They have done that but now it¿s acting up again, even though they clean the tubing out every day and wash the canister with vinegar and water. Only it was collecting a lot of sediment at the base of the canister, they also believe that it was leaking underneath the base that required the use of a towel to make sure. They did get several utis. Their purewick did not seem to last more than four hours and then when the blue purple casing was separated the urine spills out onto a pull out pull up. They hope y¿all received the unit that they had sent back as required. They didn¿t keep any serial numbers or any information. They will let your company know again if this unit was having a hard time with sucking up seems the one in the hospital was so stronger than the one that¿s used at home.

Manufacturer narrative:
The reported event was unconfirmed, as the device did meet relevant specifications, the product was used for treatment purposes, and the product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection system with accessories (pump tubing, collector tubing, collection canister with lid, and external power cord). There were no cracks present. There was a small amount of residue present in the canister and a mild amount in the collector tubing. The stop valve was working properly. There was light and sound indicating function. The labeling is found to be adequate. 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter ". 6. Use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. A DHR/bh review is not required as the reported event is unconfirmed. Based on the results of the investigation, no further action is required. Correction: b, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that patient was having difficulty with their purewick urine collection system but hung up while on hold before conducting trouble shoot. Patient did not answer their callback. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 17sep2025, the problem with the unit was, it was not sucking up. The tubing clogs up. It¿s just urine that flows in it, but when it clogs up the tubing, it did not suck up all the way. They did all the preventative tests and indicated that it was not sucking up the water test, customer put the phone next to the tubing so they could hear how it struggled. They replaced the unit they sent it back with the tubing and all the numbers they needed. They did not keep a copy. They told to always make sure when it gets changed every day to shake the blue top at least four times and it will reset. They have done that but now it¿s acting up again, even though they clean the tubing out every day and wash the canister with vinegar and water. Only it was collecting a lot of sediment at the base of the canister, they also believe that it was leaking underneath the base that required the use of a towel to make sure. They did get several utis. Their purewick did not seem to last more than four hours and then when the blue purple casing was separated the urine spills out onto a pull out pull up. They hope y¿all received the unit that they had sent back as required. They didn¿t keep any serial numbers or any information. They will let your company know again if this unit was having a hard time with sucking up seems the one in the hospital was so stronger than the one that¿s used at home.